Event description:
It was reported the safety bail on the stretcher was not working properly. There was no adverse event or injury associated with the reported issue. An authorized field technician was dispatched to the customer's location to conduct a visual and functional evaluation. The reported issue was confirmed and the springs of the safety bail were replaced. The stretcher was function tested and returned to service.